Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a training/demo of the da vinci system, during the skills drills practice, the surgeon was trying to do a knot when the instrument stopped working properly and quickly after that the surgeon identified the one of the cables of the wrist was broken. We took it out for inspection, and it was confirmed the cable in the wrist was broken. There was no report of patient involvement.